Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the valve was visually inspected and 2 needle holes were noted in the needle chamber. The valve only leaked from the needle holes. Further examination of the valve revealed the presence of dried biological debris within the device. The root cause for the problem reported is due to the dried biological debris found within the valve. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The affiliate reported: the device was originally implanted to the patient with hydrocephalus after sah via l-p shunt at 110 mmh2o on (B)(6) 2013. The device had been effective at first and the patient underwent the rehabilitation. In (B)(6) 2014, it was noted that the patient had gotten disorientation and walking disability. Although the pressure of the valve was changed lower gradually and finally set at 30 mmh2o, the patient¿s condition was not improved. The revision surgery was conducted on (B)(6) 2014 due to the suspected obstruction of the valve and the device was replaced to another product ((B)(4)) via v-p shunt at 110 mmh2o. The setting pressure of the removed valve was 30 mmh2o.